Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the leading haptic folded back after advancing and the lens could not be used. This happened with 3 lenses during the same case and the same patient. The patient was left aphakic. Additional information has been requested but has not been received. This report is 1 of 3.

Manufacturer narrative:
The lens was not available for return; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.